Event description:
Customer reported false negative reactions with 0.8% resolve panel a, lot vra186, with a sample containing anti-e. The customer reported that the patient had a previous history of anti-e. The sample was first tested on (B)(6) 2013 using the tube method with peg and grifol's screening cells. The antibody screen was positive (1-2+). The sample was tested with the grifol¿s panel cells and anti-e was identified. Two units of e-negative red blood cells were cross matched using the tube method with peg and were compatible. On (B)(6) 2013, during correlations between the tube method with peg and provue, resolve panel a, lot vra186, was tested. The repeat tube (peg) screen was positive. The gel panel a was negative. The customer repeated the same sample using tube (liss) and grifol¿s screening cells. A negative result was obtained. No tube (liss) panel was tested. The customer reported no adverse events as a result of this occurrence. All qc was acceptable on the dates of testing and no errors or issues were reported on the provue during testing. No other samples were affected. The customer confirmed that all ocd products had been stored as per the ifus and that the visual appearance before use was acceptable. The storage time on the instrument was as per the procedure. Ocd technical support requested that the customer repeat the gel screen and panel cells with manual gel method at a longer incubation time. Customer stated that they do not perform manual gel testing.

Manufacturer narrative:
Ocd performed retained testing, batch record review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).